Event description:
Livanova deutschland received a report that an occluder mounted on a s5 console gave an error message during procedure. No further information is available at the moment. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6) USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
H11: reported error code 44 is associated with can bus failure. A livanova filed service technician was dispatched on-site and solved the issue by replacing the arterial clamp erc with a new one. The s5 console was checked, and no deviation was detected. Functional verification checks passed positively and the s5 console with the new erc were put in service. According to livanova complaints database review, a similar issue regarding an erc clamp was submitted in 2023. Based on the collected information, the specific faulty component that led to this issue cannot be determined. However, based on similar failure investigation, the root cause of the reported issue can be traced back to mechanical fault (e.g. Blocked clamp spindle) or to defective device electronics. The wearing of electro-mechanical devices, which can originate from the specific use condition at customer site, such as movements or liquids penetration, may have contributed to the event. There is no concerning trend for this kind of failure. No other specific action was currently deemed necessary; the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.